Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. Customer's blood glucose at time of incident was 145 mg/dl. Customer was offered to run test plug procedure on transmitter and troubleshoot for sensor glucose versus blood glucose. Customer tried to look for test plug but unable to find it. Customer said thank you and never responded back.